Event description:
It was reported the device reached eri (elective replacement indicator) and was being explanted. During monopolar cautery, the patient suddenly went into ventricular flutter, requiring external rescue. The leads were evaluated and the impedance measurements were normal and showed no signs of an integrity issue. The physician questioned if possibly there was a leak in the device header, but the real cause had not been determined. The device was removed and replaced. After removal, the device was interrogated and it showed that no electrical reset occurred and that mode switch did occur seemingly at the time of the ventricular flutter. No further patient complications have been reported as a result of this event.